Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual inspection confirmed the locking ring to be bent and twisted such that a portion of the ring protrudes out of the locking groove. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the initial hip arthroplasty the locking ring was bent and broken, making the cup implant defective. No harm or injury to the patient. Procedure was completed with a another cup for the implant. Additional information was requested however, none was available.